Event description:
It was reported by the clinic that the previously working remote monitor was unable to establish telemetry with the implanted device. Further assistance was to be given to the patient to try to reach telemetry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.